Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings:visual inspection revealed that the battery compartment was cracked from the top. A test battery cap was able to be fully secured to the pump and was used to complete all testing. Evidence of moisture corrosion was observed inside the battery compartment and on the returned battery cap. A leak test was performed and a battery compartment leak was found. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.